Event description:
The initial reporter stated they received discrepant results for one patient sample tested with lipc lipase colorimetric assay on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a lipase value of 99.5 u/l and repeated as 30.4 u/l. The lipase reagent lot number was 61991101, with an expiration date of 28-feb-2023.

Manufacturer narrative:
The field service engineer checked the analyzer. The gear pump head was replaced and the analyzer was decontaminated. The incubation bath water was changed, the photometer was checked, and cuvettes were checked. The lamp and cuvettes were changed. Calibration and controls were run. The investigation determined the service actions resolved the issue.